Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. Customers blood glucose was 115 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.